Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, the sheath was inserted into the left atrium and a non-abbott catheter was inserted through the sheath. During mapping, blood leakage was observed from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only products inserted directly into the hemostasis valve were the included dilator and the octaray catheter. No additional venipuncture or septal puncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the procedure.